Event description:
The lead was repositioned after fluoroscopy revealed that the lead was dislodged due to twiddler's syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.